Manufacturer narrative:
(B)(4). Lot/serial# unk tgu3434: the UDI for the tgu3434 is not available since the device lot number is unavailable. Additional devices implanted and/or related to this event: tgu3434/unk.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a distal aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis. During the procedure, blood flow to the right lower extremity was limited. It was revealed that the right lower extremity was thrombosed. The physician performed thrombectomy, and the blood flow was maintained. The patient tolerated the procedure.

Manufacturer narrative:
Correction the tggu3434/unk device was not implanted in the patient, only one device was implanted tgu404015j/(B)(4) device.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include thrombosis, and reoperation. (B)(4).